Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high levels of ketones; specific bg values and cause of high bg were not known. The customer was admitted to the intensive care unit (ICU). A correction bolus via the pump was delivered and the customer was treated with intravenous insulin and saline fluids. At the time of the event, no issues were identified with the cartridge, infusion set tubing, infusion set cannula, and insulin in use. A pump system check was performed and no issues were identified. The treatment resolved the issue; however, a discharge date was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.